Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, and self test. The trace and history files were successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Battery cycle 22.0 received the lowbatteryalert (104) on 10/14/2025 23:46:00 faster than expected at 4.45 days. Battery cycle 19.0 received the lowbatteryalert (104) on 10/07/2025 09:47:00 faster than expected at 3.46 days. Battery cycle 18.0 received the lowbatteryalert (104) on 10/03/2025 22:47:00 faster than expected at 4.22 days. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness, motor, and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. The complaint of unexpected battery power loss is confirmed due to moisture damage on the electronics. Cosmetic damage (crack) on the battery compartment and battery tube threads is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a replace battery now alarm with a prior low battery alert, and it was the second occurrence in less than 8 hours. The customer also reported a crack on the battery tube side that affected the insulin pump's functionality. Blood glucose value at the time of event was 206 mg/dl. The customer was treated with manual injection. The event involved product(s) unomedical, mmt-1880, mmt-332a. Troubleshooting was performed and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No further patient complications were reported. No product return is required for unomedical. The customer will discontinue use of the insulin pump. Mmt-1880 was requested and the customer response was that the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.